Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant their was a drop in r-waves on the right ventricular (rv) lead to become low. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.